Manufacturer narrative:
(B)(4). The opt944 nasal cannula was received at fisher & paykel healthcare in (B)(4) but evaluation has not yet begun. We are also in process to obtain further information from the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the nasal prongs of opt944 nasal cannula fell apart during use. There was no patient consequences.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the opt944 nasal cannul was received at fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the tubing of the opt944 was found to be detached from the swivel connector. The swivel was found to be operational. Conclusion: we are unable to determine what caused the detachment of the opt944. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) representative that the nasal prongs of opt944 nasal cannula fell apart during use. There was no patient consequences.